Event description:
It was reported that the customer's blood glucose went up to 502 mg/dl. The infusion set cannula was not occluded. The insertion site was sometimes sore. It was stated that no delivery alarms were being received. Troubleshooting was declined. It was advised to change the entire set, reservoir and insulin to treat. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.